Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Additional information was requested but it was not made available. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 34.0 and 33.9 mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the site is questioning readings from the cardiomems device after they treated to elevated cardiomems pressure readings and the patient was hospitalized due to dehydration and hypovolemic shock. The patient was given fluids and was discharged (B)(6) 2023.